Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the wire lumen (shaft) and contrast in the balloon and inflation lumen (shaft). The tip, balloon, shaft and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks/bends in the hypotube, a complete separation in the hypotube located 37.5cm from the tip of the device. The fracture faces of the separation were ovaled, as if kinked prior to separating. Inspection of the rest of the device found no other defect or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 03-may-2019. It was reported that crossing difficulty was encountered. The 90% stenosed, 15mm x 3.55mm target lesion was located in a moderately tortuous and calcified right coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a complete separation of the hypotube.